Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family called in to report that the battery cap was damaged. The customer's blood glucose level was 402 mg/dl. The customer was able to remove the battery cap with a quarter. Customer was advised to monitor the device. The customer's battery cap was replaced. Nothing was returned for analysis.